Event description:
"The medial portion of the tibial plateau component was worn and intact with evidence of laminar dissociation. The lateral component, particularly the posterior one-half, was worn, eroded and fragmented down to the level of metal rubbing against metal."